Event description:
It was reported that the patient had undergone magnetic resonance imaging, which caused the implantable cardioverter defibrillator (ICD) to enter backup vvi mode, resulting in the loss of high-voltage therapy. Programming changes were made to resolve the issue. The patient was stable.